Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 7/12/2021. H.6. Investigation: a device history record review was completed for provided lot number 2006402. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both pictures and the affected sample were returned for evaluation by our quality engineer team. Through examination of the samples, a syringe barrel was observed with no scale markings printed on it. The scale printing process consists of a roller system that transfers ink to the syringe barrel. An unexpected issue occurred within this system for this defect to result. If a malfunction with the roller system happens, the machinery automatically stops and the operator has to remove any defective product. It has been determined that the affected product was not properly removed, resulting in this incident.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 has no scale markings. The following information was provided by the initial reporter: there are no markings whatsoever on the syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 has no scale markings. The following information was provided by the initial reporter: there are no markings whatsoever on the syringe.